Event description:
A male presented with abdominal pain in 2009 and a separation of the contralateral limb and the main body was noted. The original zenith devices were placed in other country sometime between 2000 and 2003. The exact devices, lots, and year are unknown. Original plan was to bridge gap with an iliac leg graft from the zak kit. Physician said upon opening graft, the sheath had moved and was exposing the stent material. He tried to readvance sheath and deploy graft but said graft did not track correctly and was not comfortable deploying it. He didn't know if it had been damaged or not. He then placed a iliac extender of another manufacturer to bridge the gap. When reviewing the post procedure images, it was noted the ipsilateral limb is outside the main body ipsilateral trunk (1820334-2009-00280) as well and this will be fixed using an additional iliac leg but is not yet scheduled. All focus had been on the left (contralateral) iliac to repair as that was where the type iii endoleak originated. Only after the case and during review was it noted the right limb also needed repair. The patient's status at this time is unknown.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & amp; precautions, the correct deployment procedure, routine patient monitoring, and the proper overlap between components. The device remains implanted and no mages were provided to assist in this investigation. At this time, we are unable to determine the root cause of the limb separation. However, we have notified the appropriate individuals and we will continue to monitor for similar events.